Manufacturer narrative:
Updated fields: d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: static image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the customer reported failure of "scope communication errors e216 and b30" and the additional failure of "static image" was due to fluid invasion in the device. The fluid invasion caused an electrical/electronic component failure which led to the communication errors and the image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchovideoscope had scope communication errors e216 and b30. There were no reports of patient harm.